Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels of 48 (mg/dl) at the lowest and 483 (mg/dl) at the highest. Reportedly, the cause of the high bg was because the customer was out to eat and had a "hard time keeping track" of sugar levels. The customer's bg level went up to 483 mg/dl and was addressed with a bolus via the pump. After a bolus was delivered to address high bg, the customer reported a low bg of 48 mg/dl. Reportedly, the cause of the low bg was because the customer "most likely" over-delivered for the meal consumed. The customer ate food and drank juice to stabilize impacted bg levels.